Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. At the time of report, the patient's recovery status was unknown and hospitalization was ongoing. Dianeal therapy was withdrawn and hemodialysis was initiated. No additional information is available.